Manufacturer narrative:
As reported, the starburst joint of the returned articulating arm would not release or lock down completely. The reported event was confirmed to be caused by a mechanical issue with the articulating arm most likely due to the age of the device.

Event description:
A site representative reported that the reference frame arm was defective because it did not "freeze" properly. There was no patient involved with this concern.

Manufacturer narrative:
There was no patient involved with this concern.a replacement device has been shipped to the site. A probable cause was reported to be use/sterilization process. However, no parts have been received by the manufacturer for evaluation.